Event description:
It was reported that the boston scientific representative had called in to review the shock episode for this implantable cardioverter defibrillator (ICD) device and stated that it was inappropriate shock and possibly minute ventilation (mv) chop. Technical services (ts) reviewed and stated there was no mv chop as the signal was not fast enough and the respiratory sensor was deactivated. Ts stated that it could be due to electromagnetic interference (emi). Boston scientific representative is further going to discuss with the physician. This device remains in service. No adverse patient effects were reported.